Manufacturer narrative:
This report is submitted on june 20, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2017 and the patient was re-implanted with another cochlear device. Correction: the correct serial no. Is (B)(4); not (B)(4) as initially reported.